Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted loss of capture. The patient had good atrial pacing causing intrinsic ventricular conduction, therefore, no asystole was noted. A revision procedure was performed and it was noted the rv lead was possibly microdislodged. The rv lead was successfully repositioned and the device was reprogrammed to ddd. No additional adverse patient effects were reported.